Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form that have not been previously submitted indicate the information is unknown or unavailable.

Event description:
The complainant reported that the patient underwent a right ureteroscopy and laser lithotripsy. The laser settings were 0.8 j (joules), 8 pulse/seconds with a total energy of 0.88kj (kilojoules). The optilite single-use holmium laser fiber broke, and once it broke, the physician stopped firing the laser and removed the fiber immediately. Another fiber was used to complete the procedure, and the product problem did not result in any reported serious injuries to the patient.